Event description:
It was reported that the customer was hospitalized twice due to hypoglycemia. The customer's blood glucose reading was 21 mg/dl at the time of both events. Prior to the second event, the customer checked his blood glucose. The customer's blood glucose reading was 148 mg/dl, so the customer proceeded to do yard work. However, within a half hour the customer lost consciousness due to hypoglycemia. The customer's diabetes educator was advised to have the customer call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.